Manufacturer narrative:
It was reported that the patient has pain. A revision surgery is planned to convert the patient to an off the shelf knee implant system. Device identifying information was not provided. Review of the device history record was not possible as the serial number of the device was not reported.

Event description:
It was reported that the patient has pain. A revision surgery is planned to convert the patient to an off the shelf knee implant system.